Event description:
Information received indicated that the stent would not release. Procedure was completed with another cook stent. Although requested no additional complaint details have been received. The device involved in this complaint was received on (B)(6) 2014 where it was confirmed the stent had been partially deployed past the point of no return on the device delivery system. Refer to section h for details on ae assessment of this incident. No adverse effects to the patient have been reported as occurring.

Manufacturer narrative:
There were no evo-22-27-9-d devices of lot number c962636 in stock at the time of the complaint investigation. One evo-22-27-9-d device of lot c962636 was returned for evaluation. It was returned in its original packaging and was open on receipt. It was noted that the stent was deployed approx 17.5mm from the sheath. The sheath was noted to be damaged/pinched close to the distal end. The stent could not be deployed but could be retracted when the handle was actuated. The handle assembly was dismantled during the evaluation and it was noted that the flexor had snapped at the shuttle cap. The stent was manually deployed during the lab with difficulty due to the flexor being snapped. Resistance was noted when pulling the lock wire out of the device on deploying the stent. There was no damage evident on the stent. It was also noted during that the ptfe lining was separating from the flexor during the device evaluation. The customer complaint could be confirmed as the stent could not be deployed as the flexor had broken at the shuttle cap. A possible cause of this complaint is if the patient anatomy was very tortuous and if the delivery system encountered excessive force which may have caused the flexor to snap. However as actual use conditions could not be replicated in the laboratory we are unable to conclusively determine the cause of this complaint. The relevant personnel have been informed of this complaint issue. Prior to distribution, all evo-22-27-9-d devices are subject to visual inspection and functional checks to ensure device integrity. There is a specific check as per the manufacturing instruction to deploy the stent approximately (B)(4) and recapture it to ensure it functions correctly. There is also a specific fqc visual inspection step of the stent introducer component and also of the final evolution device to check for visual defects such as kinks, rough or sharp edges. A review of the manufacturing records for the evo-22-27-9-d device of lot number c962636 revealed no discrepancies that could have contributed to this complaint issue. As per the instructions for use, (B)(4), notes section advises the user of the following: "if package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would inhibit proper working condition, do not use." From the information provided there were no adverse effects to the patient. Another device was used to complete the procedure. Clarification as to whether the device was removed from the patient with the stent partially deployed has been requested and has not yet been provided. The overall risk associated with this event has been determined to be low. Complaints of this nature will continue to be monitored for emerging trends.